Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called with ¿replace backup battery¿ alarms that did not resolve with the self test. Patient came to clinic for a backup battery (ebb) exchange, which did not resolve the alarm. The patient¿s primary system controller was replaced and the alarms were then resolved. Log files from the original system controller before and after the initial ebb exchange. Original system controller (B)(6) was replaced with (B)(6). The event log from the original system controller captured ebb faults throughout the log. The event log after the ebb exchange showed further ebb faults. It appeared that the ebb failed the load test resulting in these faults. Per the site's email, a system controller exchange was needed and it resolved the alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. Log files were submitted and downloaded for review and data from the event dates of 16feb2025 ¿ 17feb2025 were reviewed. The log files captured intermittent backup battery fault alarms from 16feb2025 at 22:19:17 to 17feb2025 at 13:11:27 due to the backup battery not passing the load test. The initial conditions that caused the backup battery fault alarm to activate and the exact time that the alarm activated could not be determined from this log file as the data was overwritten by newer incoming data. The driveline was disconnected on 27feb2025 at 13:11:07 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19may2024 battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.